Event description:
Adverse event(s): "fog in vison" (vision, impaired); "blurred vision" (blurred vision). Product problem(s): "iol became white" (material opacification [iol (intraocular lens) implant]). A surgeon reported a patient with an intraocular lens (iol) which became white approximately eight years following bilateral iol implant surgery. The patient reported to his surgeon that the fog on his right side appeared suddenly 3 months prior to his examination. The patient has a history of diabetes (pre-existing). The surgeon reported that he had performed a yag laser treatment and confirmed that this is not a membrane, but rather a part of the anterior surface of the iol. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4).